Manufacturer narrative:
Date of the estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to the ipg battery being too low. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is unknown if ipg reaching end of service prematurely. Additional information indicated patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.